Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient¿s ipg pocket site has dehisced. In turn, the patient¿s ipg pocket site was opened and flushed out removing the hematoma. The patient has been prescribed antibiotics.

Event description:
It was reported that there is no sign of the infection and the patient is healing well.